Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2015 with the following findings: during investigation, a visual inspection of the pump revealed a cracked battery compartment. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leaks were found. The pump case was opened and there was moisture found on the force sensor. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. The audio bolus button cover was observed to be torn, however the button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)